Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 04-aug-2017. The most recent information was received on 12-sep-2017. This spontaneous case was reported by an other health professional and describes the occurrence of polymenorrhoea ("menstruations every 15 or 17 days") and deafness unilateral ("hearing loss on right side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2006, the patient experienced dizziness ("permanent dizziness"). On (B)(6) 2016, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required), deafness unilateral (seriousness criterion medically significant), insomnia ("insomnia"), fatigue ("general fatigue"), hypoaesthesia ("loss of sensitivity in right leg"), formication ("formication in the two last fingers") and nausea ("nausea"). On an unknown date, the patient experienced asthenia ("asthenia"). The patient was treated with surgery (essure removal, bilateral salpingectomy via laparoscopy performed). Essure was removed on (B)(6) 2017. At the time of the report, the polymenorrhoea, deafness unilateral, insomnia, fatigue, hypoaesthesia, formication, dizziness, nausea and asthenia was resolving. The reporter provided no causality assessment for asthenia, deafness unilateral, dizziness, fatigue, formication, hypoaesthesia, insomnia, nausea and polymenorrhoea with essure. The reporter commented: mild/moderate improvement of the patient's symptoms 6 or more months following removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 12-sep-2017 for the following meddra preferred term: polymenorrhoea. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 12-sep-2017: device removal questionnaire received: bilateral salpingectomy via laparoscopy performed (essure was removed on patient´s request); new event added: asthenia; dizziness stop date on (B)(6) 2016 (outcome reported as recovering). Reporter did not have essure lot number because it was not placed at the clinic where he worked). She was recovering from fatigue and asthenia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 04-aug-2017. This spontaneous case was reported by a health professional and describes the occurrence of polymenorrhoea ("menstruations every 15 or 17 days") and deafness unilateral ("hearing loss on right side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced polymenorrhoea (seriousness criteria medically significant and intervention required), deafness unilateral (seriousness criterion medically significant), insomnia ("insomnia"), fatigue ("general fatigue"), hypoaesthesia ("loss of sensitivity in right leg"), formication ("formication in the two last fingers"), dizziness ("permanent dizziness") and nausea ("nausea"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the polymenorrhoea, deafness unilateral, insomnia, fatigue, hypoaesthesia, formication, dizziness and nausea outcome was unknown. The reporter provided no causality assessment for deafness unilateral, dizziness, fatigue, formication, hypoaesthesia, insomnia, nausea and polymenorrhoea with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: polymenorrhoea. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.